Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of angina and hospitalization are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse patient event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
Subsequent information received states, the subject underwent a target vessel revascularization (tvr) with placement of a drug eluting stent to the distal right coronary artery (rca), resulting in reduction of the pre-treatment diameter stenosis from 75% to 0 %. The subject also underwent a non-tvr to the right proximal posterior anterior vessel (r-pav). On (B)(6) 2012 the event resolved without residual effects. The subject was discharged on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis are listed in the promus everolimus eluting coronary stent system, (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the index procedure was (B)(6) 2009 with placement of a 3.0 x 28 mm promus stent in the 75% stenosed, distal right coronary artery (rca) with 0% residual stenosis. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2012 the site reported the onset event of angina pectoris and the subject was hospitalized the same day, 1224 days post index procedure. The subject has not recovered and the event has not resolved at the time of this report. There was no report of the treatment provided. No other additional information is available.